Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hosp additional contact info: (B)(6). The customer reported through the emergency support program that the cardiosave intra aortic balloon pump (iabp) displayed a gas loss alarm during use. The physician stated that the patient had been on the pump without issues, but earlier in the day the gas loss alarm appeared. He asked what actions to take if the alarm occurred again. After restarting therapy, the clinical team also noticed that the arterial waveform appeared damped. Emergency support program (esp) personnel guided the bedside team to check for the presence of blood in the helium tubing, confirm that all connections were secure, and ensure that there were no visible kinks in the line. Esp personnel explained the possible causes of the alarm and, based on the patient hemodynamic status and overall clinical condition, the alarm was believed to be due to an unknown cause. Esp personnel instructed max to place the pump in standby and flush the inner lumen via the transducer for 25 seconds. After therapy was restarted, the arterial waveform and pressures appeared improved. Line maintenance procedures were reviewed with the staff. Complaint information was collected. No patient harm or injury was reported.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) gas loss alarm issue during use. Physician stated that they had a patient on a pump that was working well. He reported earlier they received a gas loss alarm and wanted to know what to do if it went off again. He also reported that after they restarted therapy, the waveform seemed damped. Esp personnel had the bedside team verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information he gave me regarding the patient hemodynamics and clinical picture, the alarm was likely caused by an unknown reason. Complaint information obtained. Esp personnel had max place the pump in standby and flush the inner lumen via the transducer for 25 seconds. Restarting therapy showed an improved arterial waveform and pressures. Esp personnel reviewed line maintenance techniques. Complaint information obtained. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 corrected fields: d4(version and catalog), h6(problem code, component codes).

Event description:
N/a